Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient was hospitalized due to low blood glucose level on (B)(6) 2024. The patient blood glucose level was 32mg/dl. The patient was treated reduction in dosage. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: puerto rico, u.s. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.